Event description:
Event description guidant received information that upon interrogation of this implantable cardioverter defibrillator (ICD) after the patient had received two appropriate shocks, the ICD could not be interrogated. Magnet tones could not be heard and loss of pacing output was noted upon attempting the interrogation. The patient does not recall undergoing an MRI procedure or any radiation therapy, and the ICD was verified to be a guidant device. The ICD was explanted and returned to guidant for analysis.